Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed (through initial testing) but could not be reproduced during evaluation. The evaluation found the downstream sensor current readings to be out of specification (high) which likely caused the reported symptom. The downstream tubing guide was reworked and the pump was recalibrated to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.